Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 1999. The aortic aneurysm measured 75mm by CT scan. The pt is a participant of the huriet law. It is reported that the pt had an "atypic longer and sinuous aorta;" therefore, the pt had iliac extensions implanted (2 extensions on each side). There were no difficulties during the implant procedure. It is reported that during the 2 year follow-up in 2001, a doppler and CT scan revealed a leak between two iliac extensions on the right side. It is reported that the physician placed a 16mm diameter x 11.5cm length limb stent graft between "distal cuff 1 and the other 1" to correct the disconnection. The pt left the hospital a couple of days after the procedure without any problems. Further information from user facility is pending at this time.